Event description:
The customer alleged that he had been hospitalized as a result of his contour and breeze2 meter readings. He stated that he compared his meter readings to the lab test that was taken at the doctor's office and the difference between results was significant. The customer was unable to provide the actual readings, but stated that the difference was large enough that he did not trust his meters. No additional information was provided by the customer. The contour and breeze2 meters were replaced with a contour usb meter. No product will be returned.

Manufacturer narrative:
No information was provided for the breeze2 meter.